Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an abrupt increase in the right ventricular (rv) lead impedance and possible loss of capture was identified. The rv lead remains in use. No patient complications have been reported as a result of this event.